Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown center device-threaded inserter/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure: l4 / 5 disc arthroplasty. The instrument that broke is connected to a strap trial stabilizer and screwed into the trial. When the surgeon was putting the trial into the patient the thread broke off. The trial has 2 bars on it and they used the other bar to stabilize to complete the case. Surgeon was hammering on the other bar that is not broken. The thread fragment was stuck in the trial then removed. Nothing broke into or was left in the patient. Patient was fine post-surgery. 5 minutes delay in surgery. No adverse event to the patient. Product specialist was present during the case. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we have received the mentioned instrument for investigation, here are the findings: our investigation has shown that the thread of the centering device is broken off and missing, and on the other site the instrument is damaged and deformed, most likely from strong and hard hammer blows. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. To measure the position of the broken off thread isn't possible about the damage and the missing thread, also the deformed position on the other end we aren't able to measure measurements based on the damage. We are not able to determine the exact reason for this problem, but it is likely that inadequate connection to trial part conjunction with high applied mechanical force and/or that wear and tear over the years (as the instrument is over 6 years old), led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.